Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they received a sensor error message with the adc device. Due to this, customer indicated they received treatment of either juice, food, and/or sugar from a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Observed cracked sensor neck upon visual inspection of the plug assembly. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Performed a visual inspection on the returned puck. Observed cracked sensor neck. The confirmation of brownout reset issue is related to pcba performance and is not associated with the crack sensor neck therefore this did not contribute towards the customers complaint. This issue is confirmed due to a brownout reset. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they received a sensor error message with the adc device. Due to this, customer indicated they received treatment of either juice, food, and/or sugar from a third-party. There was no report of death or permanent injury associated with this event.